Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted to be undersensing leading to early termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.